Event description:
Event description boston scientific, crm received information that the patient with this implantable cardioverter defibrillator (ICD) received 7 appropriate shocks, and it was noted that there were occasional pauses in pacing. There was noise on the rate sense portion of the right ventricular (rv) defibrillation lead, and the stored electrograms (egm) showed noise on the shock channel. This patient had high defibrillation thresholds (dfts), and as a result she was upgraded to a high energy ICD. During the replacement procedure it was noted that the df-1 pins were switched in the header of the device. Successful dft testing was performed with the new ICD and it remains implanted. No adverse patient effects were reported. The explanted device is part of an advisory population.